Manufacturer narrative:
This supplemental report is being submitted to provide the date of product return and the hygiene microbiological investigation report. See updated section d9. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming unit (cfu) of micrococcaceae was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Corrected data: g3/aware date is (B)(6), 2021, for initial report 8010047-2021-15242.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not sampled/cultured. The channels were precleaned without detergent. The channels were manually cleaned with anios clean excel d and asept inmed brushes. The scope was not manually disinfected. Etd4 (endothermo disinfector) was used as the aer along with endodet detergent and endodis paa disinfectant. The scope was stored horizontally. The scope was not sterilized. The maintenance was performed olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, all channels were sampled, and the evis exera ii colonovideoscope tested positive for forty (40) colony forming units (cfus) of microorganisms. The issue was found during a routine culture of the scope. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.